Event description:
It was reported that during an implant procedure, the physician note the lead tip was deformed on x-ray. The lead had a ¿buckle¿ near the tip. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. The analyst commented, lead returned was damaged at distal end, extrinsic. (B)(4).